Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
The first puncture was conducted without problem, but the user could not attach the distal luer lock to the endoscope for the second puncture. He replaced it with olympus' device to complete the procedure. After the procedure, he found the luer lock was off-centered. The needle was received broken at the proximal end. Queries have been sent.

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). Lab evaluation: complaint device was returned to cirl for evaluation. Upon evaluation, the device was returned in a plastic bag. The stylet was returned outside of the device. There was no needle exposure and there was no syringe returned. The luer is significantly off centre. The luer is broken and the proximal end of the sheath has separated from the device. The needle is also broken at the point where the sheath has separated. The needle tip is intact. The customer complaint is confirmed based on the lab findings. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that the user may have exerted excessive force when attaching the device to the scope which cause the luer to break and in turn broken the needle. Documents review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, ifu0077-4, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. A review of the manufacturing records for echo-hd-3-20-c could not be completed as a lot number was not provided. Summary: from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The first puncture was conducted without problem, but the user could not attach the distal luer lock to the endoscope for the second puncture. He replaced it with olympus' device to complete the procedure. After the procedure, he found the luer lock was off-centered. The needle was received broken at the proximal end.